Event description:
It was reported that this pacemaker was found to have the atrial automatic threshold in suspended mode. High capture thresholds and loss of capture (loc) were observed on the right atrial (ra) lead. No evidence of a pause in pacing was observed. Boston scientific technical services (ts) recommended to follow up with cardiology for further evaluation. No adverse patient effects were reported. At this time, this device remains in service.